Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2317700, model: sc- 2317-70, serial: (B)(4), batch: 7070495.

Event description:
It was reported that the patient had multiple contacts out on both leads and was reprogrammed. Both leads had fractures and the patient has lost pain relief. No device malfunction was suspected. The patient underwent leads replacement procedure wherein the physician cut the wires. The patient was doing well postoperatively. The explanted percutaneous leads will not be returned.